Manufacturer narrative:
Date sent to the FDA: 10/28/2024. H6: appropriate term / code not available (e2402) utilized to capture tenderness. Additional b5 narrative: it was reported that the patient underwent abdominal incisional hernia repair on (B)(6) 2007 during which the surgeon noted the mesh was bulging out. It was reported that the patient underwent recurrent incisional hernia repair on (B)(6) 2011. It was reported that the patient underwent removal of old mesh on (B)(6) 2019. It was reported that the patient experienced pain, tenderness, and recurrence of hernia. Mwr-09082024-0001689432 submitted for adverse event which occurred on (B)(6) 2007. Mwr-25102024-0001736067 submitted for adverse event which occurred on (B)(6) 2011. Mwr-25102024-0001736069 submitted for adverse event which occurred on (B)(6) 2019. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 8/13/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2003 and mesh was implanted. It was reported that patient experienced undisclosed injury. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/22/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.